Event description:
It was reported that the pt had a tha on (B)(6) 2012. Afterward, she was infected with something bacteria.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. The root cause could not be determined with the limited info available at the time of the eval. Device history records for the specified lot indicated that the devices were mfg and accepted to final stock with no reported discrepancies. There have been no other reported events for the reported lot.